Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-14162. It was reported that the patient was experiencing ineffective therapy with their lumbar leads. As a result, the physician explanted the two leads. Therapy was resumed with the patient's cervical system.